Event description:
During a pta treatment procedure, it was noted that the stent was somewhat longer than the lesion. The physician tried to re-capture the stent, but it was difficult to do so. Finally, he deployed a different size wallstent. Patient condition was stable. No other complications were reported. No additional information is available at the time of this report.